Event description:
Customer reportedly obtained results of 293 mg/dl and 129 mg/dl within 3 minutes on the same device within 10 minutes. No action was taken based on device results. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent.